Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customers pump stopped working. The screen started flickering and then it went blank. The battery was changed and now the screen is blank. Troubleshooting was performed. The display did not return. The insulin pump is returning. The customer's blood glucose was 118 mg/dl.

Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched and cracked display window.